Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a spiral fracture of the right leg. On (B)(6) 2013, the patient had a procedure with a crutch and locked tibial nail. The evolution was satisfactory, so around five months later on (B)(6) 2013 the patient went in to remove the distal and proximal locking screws; the nail remained implanted. The patient felt discomfort from the nail when riding, so it was decided to remove the nail on (B)(6) 2015. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown device has not been explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part were reviewed with the following result: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.